Event description:
It was reported that during a coronary stenting treatment procedure a gap of the deployed stents was noted. The 90% stenotic lesion was located in the non tortuous and severely calcified mid right coronary artery (rca). Following pre-dilation of the lesion with multiple balloon catheters, a dissection was noted. It is unknown which balloon caused the dissection. The dissection was treated by stenting from the ostium of the rca/aorta to the bifurcation of the posterior lateral artery and posterior descending artery with an unspecified sized promus element stent and a second unspecified stent in an overlapping fashion. Post deployment a gap was observed between the two stents. The procedure was completed with the deployment of an unspecified stent to cover the gap. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).the device is a combination.device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.(B)(4).